Event description:
Frequent bladder infections, no longer can control bladder, incontinent, doctor wants to implant add¿l sling to work with already implanted mesh sling bladder. No bladder infection prior to mesh sling implant, very frequent use of bathroom even during night/no sleep. Dates of use: (B)(6) 2009-(B)(6) 2013. Reason for use: bladder dropped.